Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on 01/20/2015 the patient was diagnosed with shingles on her scalp and has an inflamed lymph node. The patient had areas of pain while palpating around her pump. The patient had just gotten through five rounds of antibiotics and four rounds acyclovir and vistaril. It was thought that the pain pump was causing the issues. The patient had a bald spot on her head and was losing hair. The patient thought that the pump was causing the problems because she had had the lesions for so long. The patient had one lesion prior to (B)(6) 2015 on the left side of her head that started out as a large lump and wasn¿t typical to shingles. As time passed it came vesicular in nature and dried up and went away. The patient¿s health care provider (hcp) wasn¿t in the office at the time of the report. The patient thought it was a problem with the pump. At the time of the report, the patient¿s pump was supposed to run out of medication after 22 days. If the patient didn¿t get this cleared up, her hcp wouldn¿t fill her pump because of the lesions on her scalp. The pump would have to be removed and replaced. The patient did not want to spend another 22 days with the lesions on her scalp. The patient felt that the pump was the only thing that could create or keep the shingles and lesions from going on this long. It was noted that the patient had been on antibiotics, antivirals, and vistaril for the last 4-5 weeks prior to the report and it had not gone away and continually flared. The hcp was trying to spare the patient from bacteremia and would explant, then re-implant the pump in 22 days if the patient still had the same issue. The patient was trying to spare herself the issue for the 22 days following the report.

Event description:
It was reported that the patient¿s spouse wanted to have a manufacturer¿s representative come check the pump after an MRI. The patient had left leg pain. The issue began 3-5 weeks prior. The patient was currently in the hospital at the time of report. The patient¿s spouse reported that the device was fine and working. They were wondering why the patient was having pain at the time of report. It was noted that it started off ¿vague¿. The patient¿s spouse did not think it was pump related. The patient saw their health care professional (hcp) on (B)(6) 2014 and complained at that time that their leg was bothering them. This was gradual and had progressively gotten worse. It was noted that it ¿could be the pump ¿ doubt it, could be a slipped disc ¿ doubt it, or it could be multiple sclerosis (ms) because there are symptoms that present with her¿. It was further reported that if it was ms, they thought the pump would handle it. The patient woke up the day prior crying and needed to go to the emergency room (ER). The MRI was not device related. They thought the patient slipped a disk. The area to be scanned was the back. The pump was used to infuse morphine at the time of the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.